Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd maxplus needleless connectors experienced flow issues. The following information was provided by the initial reporter: the nurse performed infusion therapy for the patient as instructed by the doctor. The needleless connector was connected to the infusion set for normal infusion fluid flow rate. After intravenous injection of dexamethasone sodium phosphate injection as prescribed by the doctor, the patient was connected again. The liquid did not drip. The connection was disconnected and re-sterilized but still no dripping, checked the infusion set and the needle-free positive pressure connector, no fault of the infusion set was found. Replaced the needle-free connector, and chemotherapy went successfully after the replacement.

Manufacturer narrative:
H.6. Investigation: a mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20055178. Further information provided by the customer indicates that a complete occlusion was observed when a chengdu xinjin shifeng medical product was connected to the maxplus; however it appears that no issues were observed during previous connection with the maxplus. A review of the production records for lot 20055178 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation; without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that 10 bd maxplus needleless connectors experienced flow issues. The following information was provided by the initial reporter: the nurse performed infusion therapy for the patient as instructed by the doctor. The needleless connector was connected to the infusion set for normal infusion fluid flow rate. After intravenous injection of dexamethasone sodium phosphate injection as prescribed by the doctor, the patient was connected again. The liquid did not drip. The connection was disconnected and re-sterilized but still no dripping, checked the infusion set and the needle-free positive pressure connector, no fault of the infusion set was found. Replaced the needle-free connector, and chemotherapy went successfully after the replacement.